Event description:
Information was received indicating a cadd cassette reservoir was defective, and the user did not have enough for the next mix. It was reported the product was replaced and the end user was able to successfully continue the therapy. No adverse patient effects were reported. No additional information is available.

Event description:
Information was received indicating a cadd cassette reservoir was defective, and the user did not have enough for the next mix. It was reported the product was replaced and the end user was able to successfully continue the therapy. No adverse patient effects were reported. No additional information is available.